Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable pulse generator (ipg) was giving the patient some problems. The patient was experiencing really irregular beats. The ipg remains in use. No further patient complications have been reported as a result of this event.